Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a trans-septal transcatheter mitral valve replacement with a 26mm 9600tfx valve, the valve was implanted too high and caused significant mitral regurgitation. A second valve was prepared and inserted but could not cross the septum since the wire was not placed correctly. The second delivery system and valve were discarded. A third 26mm 9600tfx valve was prepared and implanted successfully. The patient was noted to be feeling well after the procedure.

Event description:
As reported from our affiliates in israel, during a trans-septal transcatheter mitral valve replacement with a 26mm 9600tfx valve being implanted within a pre-existing surgical heart valve, the valve was implanted too high and caused significant mitral regurgitation. A second valve was prepared and inserted but could not cross the septum since the wire was not placed correctly. The second delivery system and valve were discarded. A third 26mm 9600tfx valve was prepared and implanted successfully. The patient was noted to be feeling well after the procedure.

Manufacturer narrative:
Corrected b.5 and h.6 type of investigation and investigation conclusions. Added h.6 device code. The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural training manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment, unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. Perform an angiogram to evaluate device performance and coronary patency, where applicable. Measure and record the transvalvular pressure gradients. No IFU/training deficiencies were identified. As the malposition and regurgitation were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The malpositioned thv and regurgitation were unable to be confirmed due to unavailability of procedural imagery/medical records. There is no allegation of device malfunction in this case. A review of IFU/training materials revealed no deficiencies. As reported, 'patient who underwent an implant of a sapien3 valve model 9600tfx26, in mitral position by trans-septal approach. The first s3 valve was implanted too high and caused significant mitral regurgitation'. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to thv malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, rapid deployment, release of stored tension during deployment, and as reported, 'the first valve-in-valve implantation was too high and it caused significant mr.' Per procedural training manuals, 'the fluoroscopic viewing angle for valve positioning and deployment should be coplanar to the base ring of the surgical prostheses and the final s3 valve implant depth should be targeted no more than 20% atrial for optimal valve function.' As such available information suggests procedural factors (valve positioning technique) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, incorrect valve sizing, bulky or severe calcification. As the valve was malpositioned (deployed too high), the pvl skirt of valve may not provide an adequate seal against its surrounding perimeter. If this occurs, it can lead to pvl. In addition, deploying the valve too atrial may result in leaflet overhang and subsequently lead to central leakage. In this case, while it is unknown whether the leak is coming from pvl or central or both, available information suggests procedural factors (malposition of the valve) likely contributed to the reported mitral regurgitation (mr).